Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that an unspecified malfunction occurred. The customer experienced an elevated blood glucose (bg) range of high 400's-low 500's mg/dl. A manual injection was administered to address bg. Additionally, the customer reported presence of trace ketones identified by healthcare provider as life threatening. Reportedly, the customer reverted to manual injections for insulin therapy.